Event description:
A female underwent initial aaa repair in late 2008. One flex main body and two flex iliac leg grafts were placed. Due to the tortuosity of the patient's anatomy in the landing zone and a 90 degree angle in the left common iliac, the main body graft collapsed (1820334-2009-00085) and the graft in the left common iliac had occluded. In early 2009, the physician reballooned the iliac graft and was kept patent. He also reballooned the proximal sealing stent of the graft and opened the suprarenal struts. Upon opening the struts, the physician placed a main body extension and another manufacturer's graft for reinforcement. No endoleak on final angiogram and there is patency on left common iliac.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specifically, the IFU addresses patient anatomy in several locations of the IFU; non-aneurysmal infrarenal aortic segment proximal to the aneurysm shall have an angle less than 60 degrees relative to the long axis of the aneurysm and also shall have an angle less than 45 degrees relative to the axis of the suprarenal aorta. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the graft. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. Iliofemoral access vessel size and morphology should be compatible with vascular access techniques and accessories. Films were received for examination. They were reviewed and based on the provided films, the conclusion was that the anatomy was outside the indications for use of the device. Both devices were kinked. However, the angulation in the anatomy at the locations of the kinks were 90 degrees. We have notified the appropriate individuals and we will continue to monitor for similar events.